Event description:
Doctor reported that he had an anterior continuous curvilinear capsulorhexis (accc) radial tear at 8 o' clock. He noticed the tear during the phaco procedure. He had no further complications as a result. No surgical intervention procedure was required.

Manufacturer narrative:
The images from the surgery were reviewed through the fragmentation process. The targeting as well-centered and the photo disruption of the capsule appeared normal and complete as did the fragmentation of the lens. This procedure occurred early on in the use of the laser system at this site and it is suspected that the surgical technique in removing the capsule material caused the minor radial tear.